Manufacturer narrative:
Retention anti-d, lot dmb64-1, was tested with samples of various rh phenotypes, including weak d cells. The expected reactivity was observed in all testing. Anti-d monoclonal blend, lot dmb59-3, had expired prior to receiving the complaint; therefore, no additional serological testing was performed. A review of the lot release records show that lot performed as expected in all testing. The donor segment was returned and tested with retention anti-d, lot dmb64-1, and with other manufacturers' anti-d blood grouping reagents. No reactivity was observed at is or 37c phases of testing. Very weak reactivity was observed at the antiglobulin phase with all anti-d reagents tested. The segment sample typed as weak d.

Event description:
Customer reported unexpected negative reactions on two new donors tested with gamma-clone anti-d (monoclonal blend). The customer tested the d antigen on both donors and determined that the d and weak d were both negative using lot dmb59-3 expired 6/29/07. The units were released to two different sites. One was returned to the customer noting it typed as weak d positive. The returned unit was retested with a panel of anti-d reagents including a current lot of gamma-clone anti-d, lot dbm64 which retested as weak positive. The other unit was transfused. The transfused unit was not associated with adverse events. The donor of the transfused unit returned and donated. This donor was tested with another lot of anti-d; results were 2+ at ahg (weak d positive).